Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had multiple driveline faults on history review. The patient denied hearing any alarms. An x-ray of the driveline was ordered. Technical services reviewed the log file, which contained multiple driveline fault events. The primary controller was swapped with the backup controller on (B)(6) 2020. The patient reported that the controller alarmed again on (B)(6) 2020 and (B)(6) 2020. In the clinic, the history of events showed multiple low flow alarms, low speed advisories, replace backup battery alarms, and replace system controller alarms. Technical services reviewed the log file, which captured continued driveline faults as well as abnormal pump operation. The behavior had been linked to potential issues with the percutaneous lead. These issues only appeared to occur while the vad is connected to the power module. Manufacturer report number of pump: 2916596-2020-06175

Event description:
It was reported, that the patient continued to have multiple driveline fault alarms. The log file review found that phase (B)(6) was having an issue. A distal end driveline repair was performed on (B)(6) 2021.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a driveline fault alarm was determined to be related to the driveline; this will be investigated under MFR # 2916596-2020-06175. The hm2 system controller, serial (B)(6), was not returned for analysis. Per provided information, controllers were exchanged multiple times which did not resolve the issue and will not be returned for evaluation. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. (B)(6) was shipped to the customer on 29aug2017. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate ii instructions for use section 7-¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot alarms including driveline fault. No further information was provided. The manufacturer is closing the file on this event.